Manufacturer narrative:
Additional information was provided in d.10. , h.3. , h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that before cataract surgery with intraocular lens (iol) implant procedure, a defect was found in the iol, and the patient was informed that the lens could not be implanted on that day. The lens with same power without astigmatism was implanted for the time being. The following day, the patient was advised that replacement was risky and it would be handled with a touch-up. Additional information has been requested.